Manufacturer narrative:
Device 10 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced events where ten infusion sets fell off during physical activity on 19-april-2024. The infusion set was use for less than a day for all events. Blood glucose level was reported high during the time of event. The patient took correction injection via multi-daily injections to address the event. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.